Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep responded from follow up sent. Rep reported cause was not determined. Waiting to hear back from patient to schedule an appointment. Issue has not yet been recharged.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was unable to charge the stimulator. The caller indicated that the patient put the charger over the ins and the charging status showed excellent and after a short period the controller disconnected. The patient reported that he met with a clinical specialist about this issue last week. The patient reported that the clinical specialist was unable to get the ins to charge at that time and he mentioned that they couldn't get an error message to come up, it was unclear what error message the patient was referring to. The patient was instructed to  attempt to start a charging session. The patient was unable to start a charging session because the controller displayed the low controller battery message. The patient plugged the controller into the a/c adapter and confirmed that the controller battery was charging. The issue was not resolved through troubleshooting. It was noted the manufacturer representative would contact the patient after the controller has been charged to try another charging session with the patient. No symptoms were reported.